Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 3. Details of surgery: sinus augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.